Event description:
Dream station 2 is overheating, causing a burning smell. Water is not staying in reservoir. There is concern for fire or other issue with machine. Patient is now refusing to use this CPAP machine, out of fear that it will cause serious harm or injury to herself, family, property.